Manufacturer narrative:
(B)(4). Postal code: (B)(6). The lot was manufactured june 1, 2017 - june 2, 2017. The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph showed evidence of fluid inside the overpouch which contained the device indicating that a leak had occurred. The photograph also showed that the tubing was detached at the junction of the white luer. The reported condition was verified. The cause of the detached tubing could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking into the overpouch. The white luer connector at the end of the line had detached from the line. This issue was identified prior to use. The device had been filled with flucloxacillin 8000mg in sodium chloride 0.9%. There was no patient involvement. No additional information is available.